Event description:
Procedure: laparoscopy. According to the reporter: trocar was inserted to abdomen and when pulled out the knife was exposed with no plastic cover. Plastic cover stayed inside the trocar and was pulled out. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).